Manufacturer narrative:
Suspect device software version: version 1.5.2.1.

Event description:
It was reported that when the patient¿s vns system was interrogated on m3000 v1.5 software that there was high impedance. When the device output currents were set to zero, the impedance was within normal limits. It was determined that the cause of this false high impedance message was a software error on m3000 v1.5.2.1 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. No other relevant information has been received to date.

Event description:
The patient¿s generator was replaced, and good impedance was seen on the new generator and old lead system. No additional or relevant information has been received to date.

Event description:
It was reported in clinics that the patient had high impedance. Surgery is likely but has not occurred to date. No additional, relevant information has been received to date.